Event description:
The account alleged the bed exit is not alarming at the nurse call console. No patient impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.